Manufacturer narrative:
This event will be reopened if additional information is received and/or the lead is returned for laboratory testing.

Event description:
It was reported that this field clinical representative contacted boston scientific to report that during a defibrillation threshold test, a code#1005 was displayed. The patient required external defibrillation in order to terminate the induced arrhythmia. The field clinical representative was informed about a possible shock into a open lead. The technical service consultant recommended that a new lead be implanted and that device therapy may be compromised. Historically, the patient's lead may have exhibited high impedance values. The chronic device was explanted and replaced. The chronic lead was surgically capped and replaced.